Event description:
Resident was found leaning forward face down on lap buddy when staff entered room. Resident was not responding and face and hands were blue. Resident was assisted to bed and resident took a large gasp and began responding to staff.